Event description:
The customer received a questionable result from a coaguchek xs meter. The serial number was requested but was not known. The result from the meter was 7.8 inr meter. Because of the high result, the customer was sent to the ER and the result from a laboratory was 4.5 inr. The laboratory used an il acl instrument and acl reagent. There was no allegation of an adverse event. The patient was not anemic, had no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, no new medication, no diet changes, and no bleeding or bruising symptoms. The suspect product was requested to be returned for investigation. Replacement product was sent.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.